Event description:
Lower anterior resection being performed and in the middle of the case, when the curved cutter stapler was going to be used, the device's release button jammed. Not used on patient. Stapler was taken off the sterile field. Used another similar stapler from the same lot, without incident. No patient injury or consequence. Manufacturer representative was called.manufacturer response for stapler, surgical, contour: they were notified when the event happened. Requested device return to them. A shipping box was shipped to the hospital. Today we are sending the device to the manufacturer.